Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 2dpeg04c using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly marked as blood results in the meter's memory. The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate (customer's father) from germany called on behalf of the customer to report an issue with the contour next link 2.4 meter. Upon investigation of the data files sent by the advocate, it was determined that a reading of 20 mg/dl was obtained with the contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent o the customer.